Event description:
Pain, weakness of the legs and hips, elevated cobalt and chromium levels and fluid accumulation around the hip reported. It was reported that the patient's wounds healed without infection, that x-rays showed the devices to be properly positioned and the prostheses suffered no impacts. In 2012 the patient began to suffer pain and diminishment of function.

Event description:
It was reported that revision surgery was performed due to a soft tissue reaction. Affected soft tissue was removed at time of revision and bone grafted. The femoral stem, screws and acetabular shell remained implanted.

Manufacturer narrative:
The combination of implants used in this case constitutes an off label application of the devices in the USA.